Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer's other blood glucose mentioned was 220 mg/dl. The customer treated low blood glucose value by food. The customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information in narrative. The correct information has been provided with this report.

Event description:
The customer's grandmother reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer's other blood glucose mentioned was 220 mg/dl. The insulin pump did not go off to warn of the high blood glucose. The customer treated low blood glucose value by food. The customer's grandmother declined troubleshooting for low blood glucose value. It is unknown whether auto mode was in use at the time of the incident. The insulin pump will not be returned for analysis.